Event description:
It was reported that lead had low amplitude r-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; no anomalies found. Blood was present in/on the helix mechanism. The defib conductor was distorted, there was cosmetic environmental stress cracking on the outer tubing overlay. Apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.